Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed that cgm was reading higher than blood glucose meter. For example, patient reported the following discrepancy: cgm reading 344 mg/dl and blood glucose meter reading at 276 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.